Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The actuator tube nut by the motor broke, motor still runs but the actuator tube will not push or pull.